Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return, the generator was covered in blood and cleaned, however the atrial output connector was covered in blood, preventing the fast lock connector from working well, the atrial connector does not lock the plug and is polluted. It was additionally noted that the "o" gasket for the battery drawer was missing, there was blood residue inside the device and the battery chamber and the battery contacts were contaminated. The battery contacts were cleaned and the device passed its final tests with no visual or electrical anomalies observed. The device was deemed ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned because it had "sat under blood" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.